Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a shoulder arthroscopy, the "hd-560h camera head" was flickering in the monitor while operating the quantum 2 machine. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted worn connector contacts. Functional evaluation revealed that there was flickering display when the connector is moved. The complaint has been confirmed. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include excessive force used to insert or remove the camera head card edge connector from the camera control unit. No containment or corrective actions are recommended at this time. A review of the device history records showed there were no indications to suggest that the lot did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time.